Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 18-dec-2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-3638dc fibertak had no laser marking on the tip of the drill guide. This occurred during use in a case with no patient effect. The case was completed using another product from a different lot. No photo was provided. No delay to case.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection of the curved shaft, drill guide, of the knotless fibertak¿ disposable kit, curved, noted that per drawing c15025-01 rev 0, note 4, the laser line approx. .030" thick, centered axially to show curve side, was missing/not present on the device. Per qsd-000100229, general inspection standard, visual inspection: 6. Verify laser marking per print, must be clear, legible, and dark. The cause of this failure is attributed to a manufacturing issue.